Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Pump error 63 alarmed during self test and confirmed in device history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No pump error 23, 4, 68 or 49 anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. It was also reported that the insulin pump display was blank. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 30 seconds and to insert new aa battery. Display did not returned after pump restart however insulin pump also had pump error hardware low level failure. Customer reports they were able to clear the alarm and able to rewind the pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.